Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This is the second report of two reports concerning the same patient (see mfg report number 2648988-2014-00027). This report concerns the second biopatch. It was reported by the customer that "one month ago a pediatric patient had a skin reaction shortly after placement of the product. Earlier this week a second patch was placed with a more severe skin reaction." The precise date of the second event was not provided by the customer. The date provided was (B)(6) 2014. Additional clinical information was requested by integra.